Event description:
It was reported that during the implant procedure, movement difficulty (forward and back motion) was occurred inside of the sheath. The peel/deformation was seen at the external plastic part after removing the lead to the outside. Therefore the lead was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.